Event description:
It was reported that the patient underwent an index procedure on (B)(6) 2011 for treatment of a bifurcation during which a 3.5x28 mm promus stent was implanted in the proximal left anterior descending artery (lad) and a 3.5x28 mm non-abbott drug eluting stent was implanted in the circumflex successfully. On (B)(6) 2011, the patient presented to the hospital complaining of chest pain. An aneurysm surrounding the two stents was identified. No treatment was done, however, on (B)(6) 2011 the patient returned for a follow-up visit and reportedly the aneurysm had grown. Coronary artery bypass graft surgery was discussed for treatment, however, the physician felt that it would be too difficult to get to the proximal lad. At this time no further medical treatment has been performed and the patient is scheduled for routine follow-up. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported aneurysm and angina are listed in the promus instructions for use as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be provided with all additional relevant information.